Manufacturer narrative:
Citation: abramowitz y et al. Aortic angulation attenuates procedural success following self-expandable but not balloon-expandable tavr. Jacc cardiovasc imaging. 2016 aug;9(8):964-72. Doi: 10.1016/j.jcmg.2016.02.030. Epub 2016 jul 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the effects of aortic angulation on transcatheter aortic valve replacement (tavr) success. All data were collected from a single center. The study population included 582 patients (predominantly male; mean age 82 years), 102 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, 13 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: valve embolization requiring a second valve, moderate-severe paravalvular leak, increased gradient, cerebral vascular accident, myocardial infarction, respiratory failure, cardiogenic shock, major bleeding with vascular complications, and new permanent pacemaker implant. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.